Event description:
October 27, 2021 - additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed deaths or adverse events.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: adlam et al. Aortic stenosis in the time of covid-19: development and outcomes of a rapid turnaround tavi service. Catheter cardiovasc interv. 2021 sep;98(3):e478-e482. Doi: 10.1002/ccd.29550. Epub 2021 feb 10. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding rapid turnaround transcatheter aortic valve implantation (tavi) service for treatment of aortic stenosis during the covid-19 pandemic. All data were collected from a single center prior to and during the covid-19 pandemic protocols. The study population included 80 total patients (predominantly female, mean age 82.5 years), 40 in the pre-covid-19 group and 40 in the covid-19 group. Multiple manufacturer¿s devices were implanted in the study population. Among all patients, 29 were implanted with a medtronic evolut r bioprosthetic valve (unique device identifier numbers not provided). Among all patients, two deaths occurred within 30 days in the pre-covid group. Causes of death included annular rupture leading to cardiac tamponade, and bowel ischemia 5 days post procedure. Based on the available information medtronic product was not directly associated with the adverse event(s). Among all patients, adverse events included: bleeding requiring transfusion, periprocedural myocardial infarction, major vascular complications, arrhythmia requiring permanent pacemaker implant, moderate to severe aortic regurgitation (ar), valve-in-valve for unspecified reason. Additionally, there were hospital readmissions for vascular complications, congestive heart failure, chest infection, and transient ischemic attack (tia). Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.